Event description:
It was reported that a physician, unspecified if trained in the use of the perclose proglide device, attempted arteriotomy closure of a slightly calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and three additional proglides were used with the same results. Hemostasis was achieved with another perclose proglide device. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The three perclose proglide with the same part and lot numbers (part 12673-03, lot 910326h) indicated are being filed under separate medwatch MFR numbers. (B)(4) patient selection. The customer reported the device was discarded. A root cause for the reported event could not be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.